Manufacturer narrative:
The referenced scope was returned to olympus repair department for evaluation. The reported problem was confirmed, the image becomes lost/blacked out due to a defective charged coupled device unit. Additionally, the cable has defects from physical stress. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the asset/loaner high-definition autoclavable camera head was returned to olympus repair department for a reported ¿the image is no longer transferred¿. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event (b5) and the reporter.